Event description:
It was reported on (B)(6) 2025 that during post operation, the patient dehisced. The surgeon sutured to re-close the incision. No other intervention required.

Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. Warnings the loop of the quill¿ barbed suture for wound closure should be deployed by users familiar with surgical procedure, techniques and tissues. Physicians should consider the quantity and quality. Of tissue in which the loop will be anchored. The use of this suture may be inappropriate in highly. Vascularized tissue or fragile tissue that cannot withstand potential further tightening/constriction within the loop. Users should be familiar with surgical procedure and techniques involving nonabsorbable sutures. Before employing quill¿ barbed suture comprised of polypropylene for wound closure, as risk of wound dehiscence may vary with the site of application and the suture material used. Physicians should consider the in vivo performance (under actions section) when selecting a suture for use in patients. The use of this suture may be inappropriate in elderly, malnourished or debilitated patients, or in patients suffering from conditions which may delay wound healing. As with any foreign body, prolonged contact of any suture with salt solutions, such as those found in the urinary or biliary tracts may result in calculus formation. Acceptable surgical practice should be followed for the management of contaminated or infected wounds. The safety and effectiveness of quill¿ barbed suture comprised of polypropylene have not been established for use in fascial closures (including abdominal wall, thoracic and extremity fascial closures), gastrointestinal anastomoses, cardiovascular tissue, neural tissue, osseus tissue, tendinous tissue, ophthalmic surgery or for use in microsurgery, therefore this product should not be used for these purposes. Small bowel obstruction (sbo): including volvulus, bowel infarction, and significant morbidity, has been reported due to barbs or barbed suture ends hooking onto adjacent small bowel and/or mesentery, such as in peritoneal closure. Care should be undertaken to avoid leaving barbed suture ends adjacent to the peritoneum in extra-peritoneal tissue closure. Precautions the quill¿ barbed suture contains a loop end and barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying of knots on the barbed section of the material will damage the barbs and potentially reduce their effectiveness. For the device to function properly, quill¿ barbed suture must first be anchored in the tissue by the deployment of the loop around robust tissue, then with the other end subsequently engaged in the tissue by the barbs. Additionally, when completing placement of the barbed segment, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the quill¿ barbed suture in place. Avoid contacting the quill¿ barbed suture with other materials (e.g. Surgical gauze, drapes, etc.) In the surgical field to prevent ensnaring on the barbs. If the barbs catch, carefully pull the material in the opposite direction of the needle to disengage it from the barbs. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not pull the quill¿ barbed suture out of the package by the needles as this can cause the barbs to catch on one another. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with quill¿ barbed suture. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. Discard used needles in designated biohazard ¿sharps¿ containers. Adverse reactions adverse effects associated with the use of this device may include, wound dehiscence, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs, infected wounds, minimal acute inflammatory tissue reaction, and pain, edema and erythema at the wound site. Broken needles may result in extended or additional surgeries or residual foreign bodies. Inadvertent needle sticks with contaminated surgical needles may result in the transmission of bloodborne pathogens.

Manufacturer narrative:
Samples were not returned; however, the complaint was confirmed through the provided pictures of the failure. A review of the DHR was conducted to verify that the product was manufactured according to specifications and was acceptable based on our acceptance criteria we did not receive details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique; therefore, a definitive root cause cannot be determined.

Manufacturer narrative:
Correction to update: h6: investigation findings 1 code: 3221. H11: investigation findings. A root cause could not be determined, as the samples were not returned for evaluation.